Manufacturer narrative:
Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Unit also received with cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that reservoir lip ring was detached and piece came off. Customer¿s blood glucose level was unknown at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.